Manufacturer narrative:
Reported issue of stent damaged. A visual examination of the returned device found that the outer sheath had been fully retracted and the stent had been fully deployed, but returned for evaluation. No issues were noted with the deployed stent. It was noted that the clear outer sheath was kinked at several locations along its length. The catheter was kinked at 25 mm distal to the distal end of the guidewire access sleeve. No issues were noted with the movement of the outer sheath distally or proximally. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Although the reported damage could not be confirmed, the investigation concluded that this event is most likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause classification is operational context.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report #s 3005099803-2013-03015 and 3005099803-2013-03016. It was reported to boston scientific corporation that two wallflex biliary rx covered stents were implanted within the common bile duct of a patient on (B)(6) 2013 during an endoscopic retrograde cholangiopancreatography (ercp) procedure with stent placement. According to the complainant, the indication for the stent placement was for treatment of a lesion within the common bile duct. The patient's anatomy was reported to not be tortuous. During the procedure, a wallflex biliary rx covered stent was successfully implanted within the patient. However, following stent placement, the physician observed that the distal part of the wire on the stent appeared "mangled and twisted." The stent was removed from the patient. The physician subsequently implanted another wallflex biliary rx covered stent inside the patient, but the same issue was observed. The distal part of the stent wire appeared to be "mangled and twisted." Therefore, the stent was removed and the procedure was completed with another of the same device. There were no patient complications as a result of this event. The patient's condition was reported to be fine post procedure.